Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The pipeline transducers were replaced.

Event description:
At the start of a case, the unit alarmed and fresh gas flow was not available. The anesthesia machine was reportedly swapped out. There was no reported patient injury.